Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies found, outer tubing overlay breached cut.

Event description:
It was reported that during the implant procedure, oversensing on the vent. Channel, not resolved with repositioning the lead. A new lead was used that resolved oversensing. No patient complications have been reported as a result of this event.